Event description:
During an incident in 2002, involving a pt with chest pains and shortness of breath, the unit shut off after a 5+ minute interval during monitoring. This happened twice with no audio messages; visual alarms were not confirmed as the crew was not watching the display at the time it shut off. In 2003 the unit was tested using a heartstart tester. The unit shocked vfib and then while charging to shock vtach, the unit prompted "check electrodes". This happened twice. The reporter believes the monitoring pads they used at the scene were 3m red dot.